Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error. They were trying to do a bolus when it occurred. The customer¿s blood glucose level was unknown. Troubleshooting was performed. It was noted that there were no functioning buttons. The customer was advised to observe the time clock for one minute. The customer stated that it did not work. They were advised to remove the battery and insert a new battery. They were advised to monitor the insulin pump for 3 minutes to verify time clock works properly and the frozen display or alarm do not recur. The customer stated that it did not work. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. However all buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No frozen screen noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.